Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed resolving the occlusion. Tandem technical support educated the customer in regards to occlusion alarms. Additionally, it was reported that multiple cartridge alarm 1's (no pressure change when expected) occurred during the load sequence. Multiple cartridge changes were performed and the customer would receive inaccurate fill estimates and an alarm 1 for each cartridge. The customer's blood glucose level was 329mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Additional narrative: the failure investigation has been performed and the alleged issue (alarm (B)(4)) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged issue (occlusion alarm) was verified in the pump logs; however, no failure was identified. The alleged fill estimate issue could not be verified.